Event description:
Crew responded to a pt with chest pain. Pt was being transferred to a hosp from a dr. Office. Pt was put on monitor for ECG observation and while taking a blood pressure the screen went blank and crew turned the lp12 off and back on to find a blank screen. Pt was transported without incident and turned over to the e.r. Staff.